Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the buzzer does not work. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. A review of the device history record shows that this unit was manufactured on 21-mar-2012 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03/20/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the buzzer did not work. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer sent the unit in for preventative maintenance. During service, it was found that the buzzer does not work. No patient impacted.